Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment was not working post production testing. An actual temperature reading was not captured however, a root cause as to why this situation could have occurred could be determined based on quality observations. Microscopic evaluation revealed minor gear wear. Cap end bearing was seized up onto set assembly. Cap end bearing retainer exhibited deformation and it was broken into pieces and it was covered with debris. This failure would have resulted in instability of the set assembly. Significant debris and corrosion was seen inside the head and cap cavities and inner components. Cap end bearing failure, accumulation of debris most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.